Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of an injury in a female pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip, the pt experienced neurological injuries. At the time of reporting, the outcome of the event was unk. Follow up info was received on (B)(4) 2010, via medical records (mostly handwritten progress notes that were illegible). According to handwritten progress notes dated (B)(6) 2007, the pt complained of back pain. Naprosyn and flexeril were continued and xanax was added. By (B)(6) 2008, the pt complained of hand pain also. On (B)(6) 2008, the pt refused surgery as recommended by ortho because she could not afford to be off work. The pt was now complaining of excruciating pain. On (B)(6) 2009, there was mention of the pt's zinc and copper levels being checked and the pt possibly going out on disability. There was also mention of poligrip usage. The pt was diagnosed with a neuropathy. On (B)(6) 2009, the pt refused neurontin. Her zinc level was elevated. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).